Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and infusion testing were performed. According to the investigation no issue was found with the device turning off by itself. However, multiple power down and up messages was found in a sequence in the event log. The customer reported problem could not be duplicated. According to the investigation the service replaced the pump main board for preventive. No fault found.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump turned off and the patient unsure if the medication was infusing. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.